Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded high out of range shock impedances. Technical services (ts) reviewed the data and found that there were spikes between 90 up to 125 ohms over the past year. Further evaluation and programming options were recommended. This ICD remains in service. No adverse patient effects were reported.